Event description:
Boston scientific received information that during a routine device follow-up, interrogation of this device showed out-of-range pacing impedance measurements on the right ventricular (rv) lead. Additionally, loss of capture (loc) was observed. A review of the daily measurements found the out-of-range impedance measurements had started two days before the device check. A lead revision was scheduled. During the procedure, the abnormal rv lead measurements were confirmed with the implanted device, but testing on the pacing system analyzer (psa), the rv lead measurements were normal. A new pacemaker was connected to the chronic lead and normal lead measurements were observed again. Therefore, only the pacemaker was replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and all setscrews moved freely. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Manual lead impedance testing was also performed, with normal measurements noted. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported out-of-range pacing impedance measurements that were observed clinically.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.